Event description:
Fsa reported the following: on (B)(6) 2023, patient underwent a procedure utilizing a gore® dry seal flex introducer sheath to treat a cold leg (no gore representative was present at this case). During the procedure, as physician was going up and over aortic bifurcation, the sheath broke in half. Physician then inflated a balloon in the part of the sheath that separated, and was able to pull it out. Procedure was finalized using another sheath. No further issues were noted. Physician attributes this sheath issue due to patient anatomy as there was calcification. Patient tolerated the procedure. Device was discarded and no images are available.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code c20- the device was discarded and, therefore, was not available for engineering analysis by gore. Patient medication includes: pad, eloquist , aspirin, plavix. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated section g3/g4 and h6. H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records.